Manufacturer narrative:
Pump analysis results revealed no anomalies.

Event description:
Additional information was received from the manufacturer's representative (rep) and the healthcare professional (hcp). The rep stat ed on (B)(6) 2015 that there were 90-100 pumps in the hcp's care and that 9 out of 10 or 99 out of 100 times when doing a refill, there was always more fluid in the pump, according to the hcp (this information was previously reported as part of manufacturer's report # 3007566237-2016-00278) and that was why this pump's overinfusion stood out to the hcp. The rep stated that the hcp reported that there was significantly less than expected for this patient at pump refills and the patient was "excessively somnolent" after the pump refills and was extremely loose. The patient was taking a lot of other oral medications, but the rep didn't know what they were. Beginning (B)(6) 2015, the hcp started weaning the patient off of intrathecal baclofen (itb) therapy. The patient was receiving a dose of 126 mcg/day and the plan was to program a 13% itb dose decrease at each appointment. If the patient does well with less and less itb, then the hcp may decide to stop itb therapy altogether and not replace the pump. But if it is determined that the patient needs the itb therapy then the hcp will replace the pump and send it back to the manufacturer for analysis. The rep later reported on (B)(6) 2016 that he believed that the hcp "moved to removing the pump from the patient" but he wasn't sure . The hcp clarified on (B)(6) 2016 that this was the only patient that had an issue. She clarified that what she stated previously was that they had a hundred patients and had an issue with only one, so she thought that it was good to have 99 out of a hundred patients without this issue. Follow-up was conducted to ask whether the pump was replaced, but no additional information has been received. Another follow-up report will be sent if additional information is received.

Event description:
Additional information received from the healthcare professional indicated that the patient's pump had not yet been removed; the procedure was scheduled for (B)(6) 2016. The pump will be returned to the manufacturer for analysis after explant.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy, the actual residual volume (arv) was less than the expected residual volume (erv). The volume discrepancy began at the refill in (B)(6) 2014, where there was "1cc more than expected." Then at the (B)(6) 2014 refill there was "1.5cc more than expected." On (B)(6) 2015, during the refill the erv was 2.7cc and the arv was"0.5-0.6cc." The patient was asymptomatic. The patient had other comorbidities unrelated to the drug infusion system, so at the time of report, they would not replace the pump. Additional information received reported that the cause of volume discrepancy was "pump issue-appeared to be mild over-infusion." It was reported they were going to continue to monitor. The physician "changed reservoir alarm volume to 4mls" and educated caregivers. The patient recovered without permanent impairment. Additional information received reported that the physician had not seen the patient for 3 months and when the patient had returned, they had "these additional issues and medications." The pump system was delivering lioresal during each volume discrepancy. Additional information was received from a healthcare professional (hcp). At the time of this report, the pump delivered lioresal 500 mcg/ml at a dose of 127 mcg/day. The reporter alleged overinfusion occurred with the pump. There was a history of pump volume discrepancies. The discrepancies were not a result of a programming error or pocket fill. The patient did not experience any symptoms of overdose but her friend thought she was sleepier immediately after having the pump refilled. The patient was taking other cns (central nervous system) medications but nothing of note. The hcp planned to continue to monitor the patient and ask the patient regarding their use of heat therapies. Listing of previous refill volume amounts: december 2014: expected 2 mls; actual less than 1 ml 3/3/2015: expected 2.7 mls; actual 0.5 ml (B)(6) 2015: expected 5.9 mls; actual 4.0 mls (B)(6) 2015: expected 5.2 mls; actual 3.8 mls (B)(6) 2015: expected 5.6 mls; actual 3.2 mls (B)(6) 2015: expected 6.0 mls; actual 3.5 mls additional information received from the company representative indicated that the pump contained significantly less drug than expected at the pump refills. The patient was excessively somnolent following the pump refills and was also extremely loose. It was noted that the patient was taking a lot of other oral meds; however, the specific medications were not reported. Starting on (B)(6) 2015, the healthcare professional (hcp) was weaning the patient off the intrathecal baclofen (itb). The current dose was 126 mcg/day and the plan was to decreased by 13% at each appointment. If the patient does well then the hcp may decide to stop the itb and not replace the pump. If it is determined that the patient needs the itb therapy, then the hcp will replace the pump and return it for analysis.